Event description:
During an angiogram of the lower right limb on a (B)(6) male patient with a pre-existing condition of a recurrence of a venous haemangioma, within the hamstring muscles on the right side, the tip of the catheter detached from the main stern within the left common iliac artery. This occured prior to the cross over to the right common iliac artery. The broken tip was removed using a endovascular snare system through the right femoral puncture.

Manufacturer narrative:
(B)(4). The event is currently under investigation.